Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty ic chip. System operates as intended.

Event description:
It was reported that the system was displaying a generator overflow error during a case. No patient injury was reported.